Manufacturer narrative:
Additional: it has since been reported that the patient experienced wound breakdown and was administered topical antibiotics (date not reported). This report is submitted on june 4, 2019.

Manufacturer narrative:
This report is submitted on april 17, 2019.

Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver-stimulator; subsequently the device was explanted on (B)(6) 2019.